Event description:
Dardashti, s., chang, e. Y., kim, r. B., alsharif, k. I., hata, j. T., perret, d. M. False positive radiographical evidence of pump catheter migration into the spinal cord. Pain physician. 2013;16(5):e627-630. Summary: intrathecal drug delivery systems are becoming an increasingly common modality used by physicians to treat patients. Specifically, chronic spasticity secondary to multiple sclerosis (ms) may be treated with intrathecal baclofen (itb) therapy when oral antispasmodics do not provide adequate relief. Itb therapy is effective, localizes drug delivery, and does not have the same degree of intolerable systemic effects often seen with oral and parenteral medications. As the use of intrathecal drug delivery systems has become more common, so has the incidence of adverse events. Itb administration requires the surgical implantation of indwelling catheters and a pump reservoir. Although this therapy is useful in treating spasticity, risks unique to intrathecal drug delivery systems include medication dosing errors, pump malfunction, infection, and catheter breakage or dislocation. To our knowledge intrathecal pump catheter migration into the spinal cord is a very rare complication with only 2 such complications reported. We present a case of an intrathecal baclofen pump catheter that was initially believed to have migrated into the spinal cord and the innovative use of cinefluoroscopy and digital subtraction used to identify catheter placement. Moreover, after confirmation of the catheter position within the spinal cord on magnetic resonance imaging (MRI) our team elected to perform a laminectomy, which demonstrated that the catheter was not in the spinal cord but was surrounded by arachnoid adhesions. We hope our efforts will provide the clinician insight into the common difficulties that arise and how best to troubleshoot them to serve this specific patient population and prevent potentially life-threatening complications. Reported events: a 41 year-old woman with a history of progressive multiple sclerosis presented to the emergency department (ed) with symptoms of increased spasticity and baclofen withdrawal including pruritus the day after pump replacement. In the ed, thoracic and lumbar plain films were ordered to evaluate for catheter kinking, dislodgment, or disconnection. Subsequently, 50 mcg of baclofen was bolused via the pump demonstrating no benefit. The next decision was to evaluate her baclofen pump which was then fully evaluated in the operating room (or) setting using proper pump evaluation protocol including catheter dye study and electronic analysis/reprogramming. Normal function was based on easy cerebrospinal fluid (csf) aspiration via the catheter access port and appropriate reservoir volume. The catheter dye study demonstrated easy injection of visualized contrast and confirmed patency of the entire catheter; the catheter tip was identified at the c7 vertebral level. Unfortunately, visualization of contrast in the intrathecal space was not achieved. One week later, on follow-up, the baclofen was completely emptied from the pump and replaced with preservative-free intrathecal baclofen and set at a 15% dose increase at 717 mcg/day. This was secondary to her sub-adequate clinical response at her current dose. In addition, oral baclofen treatment (10 mg tid) was also trialed and provided symptomatic relief. Subsequently, the patient was discharged with a follow-up appointment in the clinic. At follow-up a week later, her oral baclofen therapy was further titrated to 20 mg tid along with initiating tizanidine 2 mg qid. At this visit, her itb pump dosage was again increased by 15% to 824.2 mcg/day. Two weeks later, the patient continually reported increased spasticity. Her oral spasticity medications were titrated up (baclofen dose to 30 mg tid, tizanidine dose to qid) and itb pump dosage increased 15% to 947.9 mcg/day. The pump was once again evaluated, but during this analysis our team performed a rotor study, under fluoroscopic guidance, to rule out pump malfunction with the cine-mode of digital subtraction, displaying real-time injection of contrast with simultaneous csf spread from the catheter tip. The dye study using cine-mode digital subtraction showed proper delivery of medication into the intrathecal space. With the above negative studies, further imaging was ordered. Magnetic resonance imaging (MRI) revealed that the pump catheter tip extended superiorly to the c4 level and traversed through the spinal cord by entering it posteriorly and exiting back ventrally into the intrathecal space. After conferring with the multidisciplinary team (pain specialists, neurosurgery, and device representatives), the decision was made to perform a cervical 4-5 laminectomy. Surgical exploration showed that the catheter tip did not traverse the spinal cord but was surrounded by arachnoid adhesions. Ultimately, the replacement of the baclofen pump demonstrated that debris partially occluded the catheter at the catheter pump attachment site. Postoperatively, the patient¿s spasticity was alleviated. It was concluded that the source of the problem was at the catheter-pump attachment site. This problem could not be visualized during our work-up, and most likely prevented adequate csf flow of baclofen into the intrathecal space.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).